Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-08046. The patient received three leads and two were from the same lot number. It was reported the patient had an explant in (B)(6) 2011 as the system was not helping her in relieving the pain. The patient reported the x-ray imagery taken revealed the leads were not placed in the correct location for the pain relief and she was not provided the option of revision. No further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.